Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by cloudy effluent and abdominal pain. The cause was not reported. Three days after symptom onset, the patient was hospitalized for the event. On the same day as the hospital date, the patient was treated with cefazolin (intraperitoneal, dose and frequency not reported) for peritonitis. The treatment was discontinued 12 days later. One day after cefazolin was discontinued, the patient was treated with levofloxacin (250mg, orally and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.